Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's statement "afraid it affected the location of the device" meant they were concerned about the device. They fell twice and experienced a severe increase in urge incontinence symptoms. They wondered if they dislodged the device. It was noted that the issue was resolved. They had an office visit with their healthcare professional (hcp), who found that the device had turned off, probably as a result of being jarred by the falls. Their symptoms resolved after the device was turned back on. It was noted that the communication was not poor; it was excellent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient fell on approximately (B)(6) 2017, and they were afraid it affected the location of the device; the fall might have dislodged it. They also reported that their incontinence had returned ¿about 10 days ago.¿ troubleshooting included trying to sync with the ins using the patient¿s programmer (pp). They noted that they hadn¿t tried using the pp ¿till today,¿ because every time they tried to use it, they had a problem. During the call, the patient was getting the poor communication screen, and it would not interrogate, with or without the antenna. It was recommended that the patient follow up with their healthcare provider to have their device checked, and the patient was sent a replacement pp. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the original patient programmer started working, so she was going to send the replacement patient programmer back. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that there was no device issue. An exam showed the device was properly positioned and the patient had accidently turned it off. The device was turned back on and was working properly. The patient was confused about the location of the generator and the patient was reeducated, which resolved the issues.